Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip tip is completely broken off. The broken piece was returned with the instrument and there are no missing pieces when they are put together. It was concluded that the damage to instrument's grip was likely due to mishandling/misuse. No other damage was found. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, one of the grip tips on the fenestrated bipolar forceps instrument broke off and fell into the patient. Per the information provided, the broken instrument piece was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, one of the two prongs from the fenestrated bipolar forceps instrument broke off and fell into the patient. The broken prong was retrieved. There was no harm to the patient. On (B)(4) 2014 intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. According to the initial reporter, one of the tips on the fenestrated bipolar forceps instrument fell into the patient. The broken instrument piece was retrieved laparoscopically. The initial reporter indicated that there was no patient harm, adverse outcome or injury as a result of the reported event. The planned procedure was completed with the da vinci surgical system.